Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 90% stenosed target lesion was located in a vessel in the moderately tortuous and moderately calcified shunt. After a non-bsc guide wire crossed the lesion, a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon was first inflated at 22 atmospheres, but during the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.